Manufacturer narrative:
(B)(4). Batch # 951a38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with three gst60g reloads present. The reloads (b and c) were received fully fired. The reload (d) was received partially fired 1/2. The returned device and reload (d) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the lap gastric sleeve procedure the stapler had a hiccup during firing, it started to fire, stopped, then continued to fire. The fellow did not pulse fire. He maintained full squeeze on firing trigger. The surgery was delayed by five minutes. They circulated in a new gun to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/26/2023 d4: batch # 951a38 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with three gst60g reloads present. The reloads (b and c) were received fully fired. The reload (d) was received partially fired 1/2. The returned device and reload (d) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 951a38, and no non-conformances were identified.